Manufacturer narrative:
Additional information: b5 - description updated. D10 - involved components updated. H6 - codes updated. Investigation results: the complained medical device was not available for investigation. The investigation was based upon event description, batch history review, historical data analysis, and review of pictures. The provided pictures did not provide further information. The device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. Conclusion/preventive measures: based upon the investigation results, a definitive root cause for the implant loosening could not be determined. In the event that the complained device will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required. Final comments: according to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery.

Event description:
Update: associated medwatch reports: nx054z (aesculap ag reference no. (B)(4) ; 9610612-2026-00046). Nx031z (aesculap ag reference no. (B)(4) ; 9610612-2026-00047). Involved component: np583r/ threaded pin headless 3.2mm x 63mm (aesculap ag reference no.(B)(4) nx221/ vega ps+ gliding surface t2/2+ 12mm (aesculap ag reference no. (B)(4); 9610612-2025-00271). Nx060z/ as tibia extension stem 10x52mm cemented (aesculap ag reference no. (B)(4); 9610612-2026-00048)

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
An adverse event was reported involving medical device nx054z - as vega ps tibial plateau cemented t2+. Specifically, it was reported that there was postoperative loosening of the right knee. A revision surgery had been performed on (B)(6) 2025. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: nx221 (aesculap ag reference no. (B)(4); 9610612-2025-00271). Nx031z (aesculap ag reference no. (B)(4); 9610612-2026-00047). Nx060z (aesculap ag reference no. (B)(4); 9610612-2026-00048). Involved component: np583r/ threaded pin headless 3.2mm x 63mm (aesculap ag reference no. (B)(4).